Manufacturer narrative:
Concomitant medical products: cook dilation syringe, ds-60cc-s. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device; a cook dilation syringe ds-60cc-s was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated with water. The balloon would not inflate and water was observed leaking from a rupture along the length of the balloon. A visual examination of the catheter did not show any kinks/bends. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook quantum ttc esophageal balloon dilator. The balloon popped during the procedure (during dilation). Additional information provided by the cook sales representative on 22-jan-2019: per the technician, when they started to inflate the balloon they got it halfway inflated and the balloon started to leak (more like a pinhole). The patient's esophagus started to fill with water instead of the balloon, more of a slow leak (but not too slow). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.